Manufacturer narrative:
The customer contact indicated that the device will be returned for investigation. Investigation is not complete. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received.

Event description:
General report received of an unspecified number of undocumented incidents of kinked tubings on the receptal liners. On unspecified dates, it was reported that after set up but prior to pt use, the tubing on the receptal liners "kinked by itself." The customer contact indicated that a loss of suction could occur; however, no incidents of suction loss were reported. The customer contact indicated that the staff had to be careful about how the tubing on the top of the liner is oriented in the canister so the tubing is not kinked at the time of installation. Though requested, no additional info was provided.